Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the tissue pad became detached after about 4 hours when the blade was cleaned outside the pt. As the tissue pad became detached off outside the pt, no pieces were left inside the pt. Another device was used to complete the procedure. There were no adverse consequences to the pt.